Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis identified the fiber tip measured 5mm and appeared degraded. The light exiting the connector face was distorted, indicating that there was a fiber fracture within the connector. It is probable that the fiber fracture occurred during procedural handling of the fiber during setup or use. The instructions for use (IFU) states in the event of no output energy fiber connector may be hot to touch. Based on analysis results, a conclusion code of cause traced to component failure was assigned which indicates an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that while the fiber was being used it stopped breaking stones. No error messages were received. It was noted that the fiber had been used five times. The fiber was replaced, and the procedure was completed using a 230 micron fiber. There were no patient complications. Analysis of the returned fiber identified a fiber fracture within the connector.